Event description:
It was reported that the pump was not logging data despite being in use. Customer's blood glucose level was 347 mg/dl. Reportedly, customer continued using the pump for insulin therapy, but also had manual injections available.